Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that the needle broke and detached from a bd eclipse¿ needle, after use. There was no report of exposure, injury or medical intervention.

Manufacturer narrative:
Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 5300130, medical device lot #: 7114175,  the reported lot # does not exist for the reported cat #. Therefore, the device manufacture and expiration dates are unknown. Investigation summary: (B)(4) pcs batch# 5300130 and (B)(4) pcs batch# 7114175 representative samples were received in sealed package. All the samples were subjected to visual inspection and none of the sample was found with broken needle. (B)(4) pcs from batch#5300130 and (B)(4) pcs from batch# 7114175 was subjected to cannula pull force test and passed the test. Ni abnormality or qn reported on the affected batches during production. Investigation conclusion: unconfirmed. All the samples passed the test. The root cause cannot be determined. Continue to monitor the complaint trend.

Manufacturer narrative:
Additional information: initial reporter updated.